Event description:
It was reported that an issue with the primary audible alarm was experienced.

Manufacturer narrative:
Other text: b5: additional information received on 14-may-2022 via email and attached to complaint object: no further information. We really don't know when and what time and either incident happened while in use or not.

Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was missing the tamper seals and had a counterfeit top case present, a cracked right plunger case, ac cord clamp and bottom case by l-bracket. Error was found in the device ehl (event history log) multiple times. The customer stated problem was not duplicated. No device problem was found. Device was placed in quarantine due to non-OEM (original equipment manufacturer) top case present. The cause of the reported problem could not be determined. A DHR (device history review) was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer reported problem were found during the review of service and repair record. A CAPA was opened to investigate the primary audible alarm post issue., corrected data: d4: correction: model number: 4000.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol b10010116, as a result of warning letter cms# 617147. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the top case was counterfeit, the right plunger case was cracked, and the bottom case by the l bracket and the alternating current (ac) cord clamp was cracked. A review of the event history log identified primary audible alarm post. During functional testing the reported issue was unable to be duplicated. The root cause of the issue was unable to be determined. A corrective and preventative action has been opened to address the reported issue. Device will be placed in quarantine due to non-original equipment management (OEM) top case was present.